Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via (B)(6) that an abs-10060r angel centrifuge never separated. This occurred during use, the prp never separated the blood and plasma, it all went into the bag. There were no adverse effects to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, improper device setting. The complaint allegation was not confirmed. No evidence of that failure was received.